Event description:
It was reported that patient died 26 days following implant of the implantable cardioverter defibrillator (ICD) and the patient¿s spouse was worried the device was ¿used¿ or ¿old¿. The patient¿s wife did not know the cause of death but stated she assumed it was due to a fast heart rate. The patient¿s spouse stated that the patient was at home with her when ¿he turned his head and his eyes got really bad¿. The patient¿s spouse called an ambulance but the patient died prior to arriving at the hospital. The patient¿s spouse alleged that the device contributed to his death. No additional details were provided.